Event description:
(B)(6) 2023- some chest heaviness going up stairs. Echo was fine. (B)(6) 2024: breast ca dx. (B)(6) 2024 sitting on a two step stool, reached down to pick up something on the floor and immediately heard audible sound with each stride thought to myself, when did all my floors in my house started creaking. I realized it was not the floors but rather my hip. Subsided after a week although still heard them during certain movement like getting off the toilet, turing, changing positions. After a week, I then experienced jolts like a door slamming shut and them ricocheting off and swinging back and forth as if trying to find a place to place to settle down and rest. In retrospect the audible sounds probably started 4-6 months prior to (B)(6) clinic appt. Aprox (B)(6) 2023 because I heard moans upon wakening while in bed. I never knew whether I was dreaming or actually hearing moans but wondered at times whether someone was underneath my bed. It happened frequency that I placed a bat by my bed for safety just in case. Called and emailed ortho clinic staff. I was told these things happen, when have seen. Let's bring you in for and x-ray. Appointment scheduled on (B)(6) 2024. (B)(6) 2024: x-ray showed a catastrophic failure of left hip prosthesis. Metallosis was noted when surgery was done in (B)(6) 2024. (B)(6) 2024: left hip revision surgery significant left hip and left foot pain, walking with a stroller by surgery day. Headball and liner was replaced. Significant metallosis noted. (B)(6) 2024 second hip revision surgery. Acetabular cup, headball and liner replaced metallosis noted. It was believed that the back side was defective. Walking with a cane/stroller. Orthopedic surgeon sent prosthesis into depuy for review. Chemo (B)(6) 2024. Radiation n(B)(6), (B)(6) 2024. (B)(6) 2024: cellulitis dix of left foot. (B)(6) 2024 - no feedback from depuy per orthopedic surgeon. Currently, leg length discrepancy, walking long distance is difficult and continue to have left foot discomfort. (B)(6) 2024 - significant pain during certain leg movements. Placed on steroid pack with improvement. CT has been ordered. Surgeon stated he was notified by a former pt (since moved to a different state) - 2 months after my surgery that she also experienced a cup failure of the hip prosthesis with metallosis. She was out 5 years post-surgery. Common denominator she and I had was the same size cup. Pt codes: 2330, 1768, 1975. Device code: 4078. Ref report: mw5178947.